Event description:
Customer's spouse reported that customer's insulin pump was stuck on "set bolus". After changing batteries, insulin pump received a failed battery test. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump act button did not respond due to flattened button dome switch. The insulin pump was unable to verify failed battery test alarm and low reservoir alarm due to button keypad anomaly. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.